Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0b7vc, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was later reported that MRI was not related to device or therapy. The patient has increased stimulation and was doing well, and receiving therapeutic relief at the new higher setting. There have been no additional shocking sensations. It was a onetime event during the MRI.

Event description:
The patient reported shocking/jolting sensation. The patient had an MRI of the neck and felt a shock in her battery pocket site, and now has noticed that her system requires more power in order to feel stimulation and she has lost some of the therapeutic effect as well. The patient experienced pain at the device pocket site. Patient status was reported as ¿alive no injury.¿ no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.